Event description:
Received report of tubings leaking at the filter air vent. In two instances, a pregnant pt on home heparin therapy lost two hrs of therapy. The nurse was called to the home and the tubing was changed to solve the problem. It is unknown if lab results were altered because of the event. No pt harm reported at this time.

Manufacturer narrative:
Co received 5 used sets for testing. Four sets were confirmed for leaking at the proximal air vent. The test and the investigation has progressed to the point that the vendor has identified the source cause of the problem. This was identified as a deep weld during the process of filter manufacturing. The vendor has since corrected their process such that this type of defect is less likely to occur.